Event description:
The swartz braided transseptal introducer/dilator assembly was advanced over the guidewire and the side port was flushed. The physician noted blood leaking from the hemostasis valve to the introducer. The introducer was exchanged and the procedure was completed with no consequences to the pt. Further info was requested but not available.

Manufacturer narrative:
The device has not been received for analysis, when our investigation is complete, a follow-up report will be submitted.